Event description:
It was reported that the core universal driver ran on its own without activation during a procedure. During investigation it was found that the tps handpiece cord was the reason that the handpiece ran on its own. There were no adverse consequences reported as a result of the event.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.